Event description:
During manipulation of the uterus, the rumi uterine manipulator broke inside of the patient's uterus. All pieces of the manipulator were recovered except a 5mm piece of wire. The patient's uterus and cervix were examined by the surgeon and the piece could not be found. A pa and lateral x-ray were performed and read by the radiologists. The wire was determined not to be in the patient. The instrument has been taken out of service and the vendors contacted.